Event description:
It was reported that the patient had low output current and high impedance. The patient experiences frequent drop attacks which could have caused a lead break. The patient's mother believes the leads could have migrated. X-rays are being ordered and the patient will be referred for lead revision. X-rays have not been received or reviewed to date. No surgical intervention has occurred. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & defects¿ or & malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
It was further reported that the patient's underwent a full replacement. X-rays revealed that the lead was twisted due to twiddling. The suspect device has not been received to date.

Event description:
It was further reported that x-rays were taken. The manufacturer has not received these x-rays to date, but clinic notes state that the x-ray findings are normal. The patient's lead migration is not confirmed by the physician, and it is only the patient who is concerned about the migration. The patient's referral is due to both high impedance and the patient's migration concern.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: initial report inadvertently submitted without the correct investigation findings code.

Event description:
The suspect device has been discarded.